Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result the pump failing to deliver insulin was found. The adhesive pad was found to have been worn thin and had begun to pull away from the bottom housing of the pod.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the pod had dislodged from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Using the pod 5 / page 44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose level reached 371 mg/dl while wearing the pod between 24 and 36 hours. The pod was tearing away from adhesive backing indicating the cannula may have dislodged from the insertion site.